Manufacturer narrative:
The svc call was cancelled by the customer. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the screen on the system goes black. No pt injury was reported.